Event description:
The customer observed a falsely decreased calcium (ca) result for one patient on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 8.7-9.3 mg/dl): sample 1 initial result was 5.4, repeat was 9.4 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased calcium results on the architect c4000 processing module, serial number (B)(6). Through an extensive investigation, the fsr noted both mixer cups were overflowing. The fsr found an obstruction/clog in the mixer wash cup tubing to the low concentration waste manifold. The obstruction was removed from the t ftg mx to low conc waste manifold (rohs) tubing, part number 7-205640-02, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely decreased calcium (ca) result for one patient on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 8.7-9.3 mg/dl): sample 1 initial result was 5.4, repeat was 9.4 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.